Event description:
New information indicated the patient was in good condition post procedure.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4).